Event description:
During a posterior vitrectomy procedure, the vitrectomy cutter would not function. The unit was reprimed and the cartidge reinserted and the vitrectomy functioned. There was no pt injury excpet that the pt required add'l anesthesia.